Manufacturer narrative:
The device was returned to olympus for inspection. The customer's report of a poor-quality image was confirmed. The charged coupled device (ccd) cover lens glue was being peeled off, and a luminous circle was displayed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope had a poor-quality image due to the charged coupled device (ccd) cover lens glue being peeled off. There was no patient involvement.